Event description:
It was reported that the customer's insulin pump alarmed motor error and the drive support cap was loose and sticking out. No further information was provided.

Manufacturer narrative:
The insulin pump received with prime alarms due to protruded/loose drive support disk. Unable to verify motor error alarm due alarm during basic occlusion test. Motor passed motor test, scratched lcd window, cracked case display window corner, cracked reservoir tube lip and missing end cap sticker.